Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: based on the photo are you indicating that the primary packaging that contains the sterile device (mesh). Was damaged thereby exposing the sterile device and not allowing it to be used due to compromised. Sterility? Yes. But only the foil packaging that I have sent in was damaged, not the outer box. In the event it indicated that the outer box was not damaged. Please indicate if the outer box was bent? It was not bent. Unfortunately the outer box could not be sent in due to the complaint box being to small. How was the device stored was it stored in its originally outer box? Yes. Were other items placed on top of the device? Don¿t know. Evaluation: a picture of the sample was received for analysis. Upon visual inspection of the picture, an opened sample of product with a hole on the package could be observed. An opened sample of product was received for evaluation. During the visual inspection of the foil package, a hole of outside to inside could be observed, the box was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the packaging integrity is caused by an improper handling and the reported complaint

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the nurse opened the intact outer box of the device in the operation theatre but noticed that the inner box was punctured. Another like device was used to successfully complete the procedure. There was no delay to the procedure from the event. There were no adverse patient consequences reported.